Manufacturer narrative:
The service technician found the sling bar bolt was broken and needed to be replaced. The viking m mobile lift shall be inspected at least annually. The periodic inspection for liko mobile lifts (3en371001 rev 5), slingbar: check that the unit rotates freely on its bearings. Make sure the sling bar doesn¿t rotate unevenly, wobble or the spinning stops due to high friction. Make sure that both latches are mounted and fall back against the body of the sling bar. Check that the sling bar is correctly fastened. Make sure there are no deformities in the attachment points. The periodic inspection for liko mobile lifts further states, the mobile lift has an expected service life of 10 years when correctly handled. The lift had passed its expected lifetime. The facility performs preventative maintenance on their lifts. It is not known if the periodic inspection for liko mobile lifts is followed. The account will order the sling bar assembly to resolve the issue. Based on this information, no further action is required.

Event description:
It was reported that the sling bar nut was broken causing separation of the sling bar of the viking lift. Specific details surrounding this patient¿s use of the device during the event were not provided, however it was reported that the patient, gained bleeding traces in the brain. Patient is an (B)(6) female weighing (B)(6). With no further information presented; including admitting diagnosis, medical history, etc. A CT scan was performed which showed a brain hemorrhage, fluid collection in the pituitary gland and a need for close observation of the patient was required. The device was located at the account. This report was filed in our complaint handling system as complaint #(B)(4).